Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported that the surgery took place on (B)(6) 2020.

Event description:
The rep reported that no action was taken for the high impedances. The ins was going to be replaced. The patient later reported information about her battery dying the device revision, and said the ins would be replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) reported that on the night of (B)(6) 2020 she was seeing elective replacement indicator (eri) on her patient programmer (pp) and wanted to know what that means. Pt saw her manufacturer representative (rep) in march and they stated that the battery looks fine so pt was wondering why it had now depleted quicker and is now reaching its end of service. Later, the rep reported that battery was "good" 5 months ago, but now patient just got eri. Rep doesn't know what the battery voltage was 5 months ago. No symptoms reported. Additional information was received from a rep on september 11, 2020, the rep didn't have any additional information but noted the patient had an upcoming appointment with their doctor on september 16, 2020. After the september 16th appointment, the rep reported that high impedances (>10 ,000 ohms) were found on contacts 3 and 4 however, those contacts were not being used in the patient's current programming. They also checked the voltage that was seen on march 2, 2020, and stated at that time the calculated ins voltage was far from eri. They were unable to provide what that ins voltage was since it doesn't save to the report on the clinician tablet. The rep confirmed that the ins had reached eri far quicker than expected since the patient rarely uses their device. The patient wanted to know why there was a different since the last interrogation in march 2020. No further information was provided.